Event description:
Customer reported that the sys locks up during boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and repaired the sys. No parts were identified. Sys operates as intended.